Event description:
On (B)(6) 2017, a reporter (lifescan product specialist) for the patient contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch verio iq meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The reporter indicated that the alleged inaccuracy issue started at 1am on (B)(6) 2017, when the patient obtained an alleged inaccurately high blood glucose result of ¿4.3 mmol/l¿ on the subject meter compared to ¿1.6 mmol/l¿ on a contour ts portable device, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages her diabetes with novorapid and lantus insulins which she self-adjusts. At the time of testing, the reporter indicated that the patient had developed symptoms of ¿weakness and sweating¿ which she associated with hypoglycemia and she had self-treated her symptoms by eating some food. He reported that on the previous evening, (B)(6) 2017, the patient had followed her usual diabetes routine and administered 3.5 units of novorapid at 7:30pm and 6 units of lantus at 11pm. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the comparative results. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. The reporter did not have control solution to test the meter and test strips. The csr documented that the meter and strips will be sent to the central office in (B)(6) and the product specialist will replace the meter and test strips. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, after the alleged product issue began.